Event description:
This is a MFR's f/u report to the user facility report referenced above, received by itc on (B)(6) 2012. Following notification of j201 recall, customer notified FDA to report that pt have been adversely affected.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Result code: manufacture notified FDA on or about (B)(4) 2011, of hemochron jr pt j201 voluntary recall. Conclusion: cuvette lots recalled (z-2953-2011) due to higher than specified bias. Corrective action (CAPA (B)(4)) implemented.